Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, a heart block occurred requiring pacing to resolve. During catheter placement in the coronary sinus the av node was bumped resulting in transient heart block. The heart block remained evident throughout procedure and returned to ccu with temporary pacing wire back up. There are no alleged performance issues with any abbott devices. The patient has been discharged.